Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
Patient identifier: (B)(6). Date of event: (B)(6) 2013. According to the information received, the catheter was placed during prostatectomy via laparoscopy. After the surgery a leak was found in the catheter at the funnel. The individual needed additional general anesthesia to replace the device.